Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was measuring incorrect nibp readings. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips engineer personnel stated that when applying a patient simulator on the device bp reading on old tubing were reading high at times, the tubing needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem a faulty nibp tubing.j the issue was resolved by replacing the tubing set, which the patient monitor was reading exact measurements. Passed testing specification. Service history review confirm the problem has not been reported again for this device.